Event description:
A malfunction was reported by a customer who experienced error code 16-0x20e6 with their pump, preventing access to the device. No information was available regarding the impact on the customer's blood glucose level. The pump was non-functional despite attempts to start, charge, and connect it to a computer. The faulty device is scheduled for return, and a replacement pump with a new serial number was arranged.